Event description:
Our hospital identified an issue with 0.5 ml lo-dose enfit syringes. Found that liquid was leaking past the plunger seal. Lot unknown as had been removed from packaging to store in pharmacy.